Manufacturer narrative:
Additional information: section d4, h4, h6 - we identified the lot number, based on the expiration date and product code provided in the medwatch. Corrected information: section h6 - health effect - impact code.

Event description:
N/a.

Manufacturer narrative:
A report was received from FDA¿s medwatch program (mw5104099). Report stated that "patient was having surgery for endovascular thoracoabdominal aortic aneurysm repair when the stent prematurely separated from the delivery system. Surgeon was able to retrieve undeployed stent completely.". No contact information for the reporter was provided; therefore, no additional information was able to be obtained. No product has been returned, nor images provided. As noted in the DHR review section, the lot number was deduced based on the product code provided and expiration date. An attempt was made to obtain companion samples from the affected lot of icast devices, and companion lot of advanta v12 devices manufactured from the same crimped top assembly lot. No devices remained in inventory for evaluation. There were no other lots of the same product code manufactured in the immediate timeframe from which to pull contemporaneous samples. Therefore, no device evaluation can be performed for this investigation. Based on the very limited details available, the complaint cannot be confirmed and root cause cannot be determined. The device history records review did not identify any non-conformances. All testing performed in regards to stent retention and sheath passage without stent dislodgement passed. All product quality and performance requirements were met. There was no on demand maintenance of associated manufacturing or test equipment identified around the time of manufacture and all equipment was in calibration. No significant design, material, procedural or process changes around the time of device manufacture have been identified. No related ncrs or capas were identified. The complaint history review did identify other complaints for stent dislodgement; however, it is not known if they are related to this complaint, as the details of the procedure, including at what point of the procedure the stent dislodged, are unknown. The labeling review determined that the icast device was used off-label in a vascular procedure. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. H3 other text : device not returned.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received from FDA¿s medwatch program (mw5104099). Report stated that the patient was having surgery for endovascular thoracoabdominal aortic aneurysm repair when the stent prematurely separated from the delivery system. Surgeon was able to retrieve undeployed stent completely.